Event description:
It was reproted that post a coronary drug eluting stenting, treatment procedure, a death occurred. A taxus liberte' 2.75x20mm drug eluting stent was implanted in the circumflex artery. Two hours post procedure, the patient had complaints of chest pain and was brought back to the ccl. The physician did a repeat angiogram and found that the proximal protion of the taxus liberte' stent had a "hazy/glue like appearance". A 3.0x8mm driver sten was implanted to "cover this hazy portion". The patient died later that eventing. The cause of death is unknown. Additional information has been requested however is unavailable. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not availabele, and we are not able to determine the root cause of this event. Shoul further relevant information become available, a supplemental medwatch report will be filed.